Event description:
During a percutaneous transluminal coronary angioplasty (ptca), the needle on the inflation device did not respond to pressure.the needle was stuck behind the stop pin. To the best of merit's knowledge the procedure was completed without further complications.there was no reported harm or injury to the patient.